Event description:
The customer reported the system displayed an intermittent charger failed error message at boot up. When this message is displayed at boot up, the system will not operate. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.